Manufacturer narrative:
A request for device data was made to the field representative, but no data has been provided. The device remains in service. This report will be updated if additional information is received.

Event description:
Boston scientific received information that during a device check, a battery depletion (bd) error was observed, with a red warning screen. The device interrogation found the battery level was normal and the device appeared to be functioning as expected. However, no device data was submitted to technical services to evaluate the bd error and confirm the battery level was appropriate. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The boston scientific field representative confirmed no device data was available to be reviewed at this time.